Manufacturer narrative:
(B)(4). A clinical review of the reported failure determined that the device use did not contribute to the outcome of the pt, the healthcare provider on the scene indicated that the reported failure of the device likely did not contribute to the pt's outcome. Defibrillation was also not indicated as the pt's ECG rhythm was showing asystole. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during pt care, the device froze and was unable to function. The end user then power cycled the device, it started functioning normally. The end user immediately replaced the device with another working device and continued pt care. The pt was not resuscitated.